Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The representative reloaded the firmware and re-calibrated the system. The system passed a system checkout and was returned to an operational condition.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that they were having issues with opening the gantry. User reported that they were able to get the gantry to open sometimes, but it is an on-going intermittent issue. No patient impact.